Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2014 to bra roll (bilateral) using legacy coolcurve applicator, on (B)(6) 2019 to the bra roll and flanks (bilateral) using cooladvantage, coolcurve+ contour applicator, who developed paradoxical hyperplasia (pah/ph) on the upper flank and bra roll in (B)(6) 2014 after treatment. Ph was diagnosed on (B)(6) 2019 and described as soft, has slightly different feel vs surrounding tissue, oddly shaped and enlarged.

Manufacturer narrative:
Corrected data: d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2014 to bra roll (bilateral) using legacy coolcurve applicator, on (B)(6) 2019 to the bra roll and flanks (bilateral) using cooladvantage, coolcurve+ contour applicator, who developed paradoxical hyperplasia (pah/ph) on the upper flank and bra roll in (B)(6) 2014 after treatment. Ph was diagnosed on (B)(6) 2019 and described as soft, has slightly different feel vs surrounding tissue, oddly shaped and enlarged.